Event description:
According to the customer's mother on (B)(6) 2024, he was getting ready to get out of the bed to the wheelchair. He started using the remote to sit up. When he was in a sitting position, there was then fire, sparks, and smoke.

Manufacturer narrative:
According to the customer's mother on (B)(6) 2024, he was getting ready to get out of the bed to the wheelchair. He started using the remote to sit up. When he was in a sitting position, there was then fire, sparks, and smoke. The mother had to rush to drag him out to the chair and they were both panicking and screaming. The mother called the fire department and they disconnected the wire from the outlet. The wire burned in two pieces. He is now traumatized and scared and to top it all in pain. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Added to h6-c to "usage problem identified." Updated h6- d to "cause traced to user."